Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).there is no sample available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) experiencing system error (se) 2240 during dwell 1 of 6. The home patient (hp) stated that one of the bags fell and was almost completely disconnected. The technical services representative (tsr) instructed the hp to cycle the power to clear the alarm. The tsr explained that the hp would need to set up with new supplies. No patient injury or medical intervention was reported. No additional information is available.